Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. A day later, the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics at the hospital and was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895789, gd895573, and gd895961 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.